Event description:
Hcp reported "pt had an erosion, cause unknown, following the erosion, pt had an infection." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.